Manufacturer narrative:
The investigation concluded that the bolt failed in ductile overload manner. No material or manufacturing defects were observed on the surfaces examined. Device history review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. The complaint history review indicated there have been no other similar events for the reported lot.

Event description:
During a revision of a right synthese hip, surgeon was putting in the locking bolt on the cone body and locking bolt broke off inside the conical stem. There was a delay of 1 hour to remove stem. Once removed, surgeon implanted a larger size stem and cone body and surgery completed without any further incidents.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During a revision of a right synthese hip, surgeon was putting in the locking bolt on the cone body and locking bolt broke off inside the conical stem. There was a delay of 1 hour to remove stem. Once removed, surgeon implanted a larger size stem and cone body and surgery completed without any further incidents.